Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the imaging catheter became caught in a placed stent. The lesion was located in the right coronary artery (rca). A bsc wiseguide guide catheter and a non-bsc guide wire were placed. An unknown stent was deployed at the ostium and then the bsc icross coronary imaging catheter was used to check stent apposition. They went through the proximal stent strut with the non-bsc guide wire and took images with the imaging catheter which showed the stent was not fully expanded or well apposed. When pulling back the imaging catheter, the device became stuck in the stent and with significant force was successfully removed. No patient complications were reported and the patient's condition is fine.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the imaging catheter became caught in a placed stent. The lesion was located in the right coronary artery (rca). A bsc wiseguide guide catheter and a non-bsc guide wire were placed. An unknown stent was deployed at the ostium and then the bsc icross coronary imaging catheter was used to check stent apposition. They went through the proximal stent strut with the non-bsc guide wire and took images with the imaging catheter which showed the stent was not fully expanded or well apposed. When pulling back the imaging catheter, the device became stuck in the stent and with significant force was successfully removed. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the guidewire exit port was lifted 0.5mm. The returned guidewire was broken off when received. No damage was observed on the returned guide catheter. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Image characterization testing revealed that no image appeared in the system due to electrical short at distal and appears to be unrelated to the reported event. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review performed confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical/procedural factors. (B)(4).